Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9736113, version #: 1.0.5. Product ID: 9735786, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. Initial boot results in very poor video graphics output. No error messages but display was seriously degraded. Vgc fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the received an error stating that "the system was running in low-graphics mode: on your screen, graphics card, and input device settings could not be detected correctly. You will need to configure these yourself." The system had a periodic error when booting up. The site stated that when touching the cables of the monitor and moving the monitor the screen flickers. After rebooting a few times it worked again. Troubleshooting was done and the manufacturer representative tried to reproduce the issue without success. They tried the following: rebooting the system at least ten times. They checked the cables for damaged and loose connection. They checked and cleaned every relevant cable and plugs between monitor and computer. They also did bypass the cables to the monitor of the second navigation system. The probable cause of the reported issue was that there was some damaged cables inside the monitor arm when adjusting and moving it. The logs were obtained to see if they can tell where the issue lies. No patient was present at the time of the event.